Event description:
The patient had itchiness, irritability, increased tone, and clonus. On (B)(6) 2014, the patient was given a bolus through the pump; the result was reported as ¿decreased tone and decrease severity of symptoms¿. The patient presented to the ed (emergency department) on (B)(6) 2014 with symptoms of baclofen withdrawal; the patient had increased spasticity. At that time, a dye study was done and the dye study was abnormal; bubbles were noted with aspiration though csf (cerebrospinal fluid) flowed from the catheter. Initially the radiologist thought the dye study showed some potential compartmentalization of dye/baclofen. A CT myelogram was then completed the same day and showed normal distribution and no evidence of extravasation. On examination/palpation (B)(6) 2014, it was noted that the patient had severe kyphosis, which may be leading to the compartmentalization of the medication/dye. It was thought that what appeared to be compartmentalization was related to decreased diffusion secondary to kyphotic position. There was no evidence of arachnoiditis. The patient was referred for possible surgical intervention and was to use oral baclofen for the intermittent baclofen withdrawal symptoms. On the date of this report, the catheter was replaced. The distal segment of the catheter was blocked/occluded. The rehab team was planning to start the pump at 150 mcg/day; the device system was delivering gablofen. The patient status was reported as ¿alive-no injury¿. As of (B)(6) 2015, the patient was "receiving therapeutic effect, so the catheter replacement seemed effective". They were planning to continue slowly increasing the infusion rate for optimal effect. The event was noted to be related to the device or therapy and unlikely related to the implant procedure. The severity of the event was noted to be ¿moderate¿. The event outcome was reported as ¿resolved without sequela" with a resolved date of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed a catheter body occlusion of dried drug, blood, or foreign material. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.